Event description:
It was reported an occlusion alarm occurred that prompted a visit to the emergency room followed by hospitalization with a blood glucose level of 600-699 mg/dl. There was no permanent damage or injury reported, and the ketone levels were not deemed dangerous or life-threatening. The issue was resolved with intravenous fluids of saline and insulin. The customer was released from the hospital (B)(6) 2025. It was noted that the infusion set had been in use for more than 48 hours, tandem technical supported educated customer trusteel infusion sets should be changed between 24-48 hours.